Manufacturer narrative:
Technician found the bed in the bed shop. Found that the head section would not go up, no alarms due to the head up valve being stuck. Replaced the head up valve to resolve this issue.

Event description:
Complaint received that the head section would not go up.